Event description:
New information received notes that the patient condition was stable pre, during, and post procedure.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) lead exhibited high out-of-range pacing impedance, noise over-sensing, failure to sense and failure to capture. The rv lead was capped and replaced on (B)(6) 2023. Further information regarding patient condition post intervention was requested, but not received.